Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high impedance and high capture threshold was observed on the atrial lead. Diagnostic imaging confirmed the lead was still in proper position. The device was reprogrammed to resolve the issue. Patient was stable and experienced no adverse health consequences.